Manufacturer narrative:
This is being filed as corneal scarring.

Event description:
Business partner reports the patient had on new lenses and described pressing and burning. The next day, the eye turned red. The patient was sent to the doctor by the optician who on the same day, diagnosed the patient with "inflammation cornea" and notes corneal scarring. The patient was then advised to discontinue contact lens wear for 3 months. Follow up with the business partner for more information was made with no reply to date. This is being filed as corneal scarring.